Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory visual inspection revealed an insulation ruptured through to rs- coil 18 centimeters from the terminal pin. The damage was most likely due to lead-on-can contact. Therapy was determined to be compromised due to the rupture.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise, oversensing, inappropriate anti-tachycardia pacing (atp) and decreased pace lead impedances; however, were no reported to be out of range. No adverse patient effects were reported. Subsequently, this patient underwent a revision procedure and this product was explanted and replaced.